Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2024, the patient developed anemia following neck of femur surgery, with hemoglobin levels measuring 7.7 g/dl. On (B)(6) 2024, the patient underwent a thrombectomy procedure in the right upper lobe, right interlobar segment, right middle lobe, left upper lobe, and lingula using a lightning aspiration tubing (lightning) via right femoral vein access. It was reported that the mobile thrombus in the right atrium observed on the pre-procedural computed tomography angiography (cta) taken on (B)(6) 2024, was not removed. It was reported that the patient was administered anticoagulants prior to the thrombectomy which may have been the reason that the thrombus was not seen via imaging at the time. However, control imaging confirmed complete recanalization of the lung vessels. Estimated blood loss was 500 ml, and no procedural complications were reported. The patient was then transferred to the intensive care unit (ICU). The patient's hemoglobin then dropped to 6.8 g/dl, and a transfusion of one unit of red blood cells was administered. On (B)(6) 2024, the patient's hemoglobin level was rechecked and found to be 7.1 g/dl. One additional unit of red blood cells was administered to raise the hemoglobin level. The transfusion intervention target was set at 7.5 g/dl or below. The patient's hemoglobin remained stable, not falling below 7.5 g/dl until discharge, and no further intervention was required. The patient will follow up with cardiology in three months for a repeat echocardiogram. The event is considered resolved. The independent medical reviewer (imr) adjudicated the low hemoglobin as a serious adverse event with a possible relationship to the lightning, and a possible relationship to the index procedure.

Event description:
On (B)(6) 2024, the patient developed anemia following neck of femur surgery, with hemoglobin levels measuring 7.7 g/dl. On (B)(6) 2024, the patient underwent a thrombectomy procedure in the right upper lobe, right interlobar segment, right middle lobe, left upper lobe, and lingula using a lightning aspiration tubing (lightning) via right femoral vein access. The control imaging confirmed complete recanalization of the lung vessels. It was reported that there was an estimated blood loss of 500 ml, and no procedural complications were reported. The patient was then transferred to the intensive care unit (ICU). The patient's hemoglobin then dropped to 6.8 g/dl, and a transfusion of one unit of red blood cells was administered. On (B)(6) 2024, the patient's hemoglobin level was rechecked and found to be 7.1 g/dl. One additional unit of red blood cells was administered to raise the hemoglobin level. The transfusion intervention target was set at 7.5 g/dl or below. The patient's hemoglobin remained stable, not falling below 7.5 g/dl until discharge, and no further intervention was required. The patient will follow up with cardiology in three months for a repeat echocardiogram. The event is considered resolved. The independent medical reviewer (imr) adjudicated the low hemoglobin as a serious adverse event with a possible relationship to the lightning, and a possible relationship to the index procedure.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 1 MFR report: 3005168196-2024-00361. 1. Section b. Box 5. Describe event or problem.